Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 22july2019 the FDA reported a medwatch report (mw5087568) which a female patient of unknown age and demographics reported being injected with orthovisc in her left knee. After a few hours, the patient reported swelling. A walker was used to assist the patient with walking. The patient took pain medication for the pain and discomfort and her legs were elevated. Cold compressions was also used. The patient reported to a physician on an unreported date who diagnosed her with pseudoseptic reaction. The doctor prescribed leg elevation, cold compression and an anti-inflammatory medication. The patient reported that the swelling reduced by 50%. The lot number was not reported. There was no report of any device malfunction. The status of the patient is unknown.

Manufacturer narrative:
The reported event is not confirmed. The cause of the reported event could not be established. The lot number was not provided. A batch record review was not performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.